Event description:
Complainant alleged that while attempting to defibrillate an (B)(6) female patient, the device displayed a "defib charging error" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated during testng under a condition with a close to depleted test battery. The battery terminal lugs were determined to be slightly loose and a potential cause factoring the state of the battery. The battery terminal lugs were retorqued to specifications and the device was recertified and returned to the customer. The battery involved in the event was not returned as part of the investigation. Analysis for reports of this type has not identified an increase in trend.